Event description:
The patient was implanted with an ipg on (B)(6) 2008. It was reported that he was experiencing overstimulation. Previous diagnostic tests revealed invalid impedance readings for one of the patient's lead contacts. Surgical intervention was undertaken to rectify this matter. During the procedure, the lead exhibited normal impedance readings when tested independently. As such, the physician replaced the ipg and effective stimulation was captured for the patient as a result.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.